Manufacturer narrative:
(B)(4). The rt268 infant dual heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the complaint rt268 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the expiratory limb and the pressure line were manipulated, thus pressure testing was not conducted. Further inspection showed that there was a crack along one the swivel wye ports. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. It is also possible that the manipulation of the breathing circuit contributed to the damage on the swivel. All rt268 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the complaint infant breathing circuit became damaged after it was released for distribution. Our user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt268 infant dual heated evaqua2 breathing circuit was found cracked after four days of use. No patient consequence was reported.